Event description:
It was reported that the atrial arrhythmia burden alert was triggered and crosstalk was seen on presenting electrogram (egm) where one beat of oversensng of the atrial signal was seen on this right ventricular (rv) lead. In addition, intermittent high rv thresholds were seen, while all other lead measurements were normal. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and crosstalk was seen on presenting electrogram (egm) where one beat of oversensng of the atrial signal was seen on this right ventricular (rv) lead. In addition, intermittent high rv thresholds were seen, while all other lead measurements were normal. No adverse patient effects were reported. The lead remains implanted. No further was taken by the physician at this time.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and crosstalk was seen on presenting electrogram (egm) where one beat of oversensing of the atrial signal was seen on this right ventricular (rv) lead. In addition, intermittent high rv thresholds were seen, while all other lead measurements were normal. No adverse patient effects were reported. The lead remains implanted. No further was taken by the physician at this time. Additional information confirmed that the patient died but there was no allegation of a malfunction associated with the patients death.